Event description:
A beckman coulter employee from a facility in (B)(6) reported receiving immunoprep reagent that was leaking due to loose caps. From the pictures attached to the complaint, the component that leaked was reagent a. The reporter of the incident reported wearing gloves after the leak was found. There was no exposure to open wounds or mucous membranes. Medical attention was not sought. There was no death, injury or change to patient treatment as a result of the incident.

Manufacturer narrative:
Per labeling, warnings: #9. May cause sensitization by skin contact. #11. Wear suitable protective clothing, gloves and eye/face protection. #12. In case of accident or if you feel unwell, seek medical advice immediately. (B)(4).